Event description:
It was reported that the valve was explanted due to occlusion. There was no impact to the pt.

Manufacturer narrative:
(B) (4). The returned valve contained copious amounts of proteinaceous debris. The device was patent, but did not pass leakage testing due to multiple tears and puncture holes in the silicone dome. The instructions for use the accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Also, the valve did not meet the requirements for reflux testing and the performance level could not be adjusted, which precluded measurement of pressure flow characteristics and preimplantation testing. Debris within the valve mechanism may result in reflux and interfere with the adjustment mechanism. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.